Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 58 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The lead tip including the fixation helix was found covered in fibrotic growth. The calcification is assumed to be the root cause of the reported high pacing impedance. Furthermore, the rv shock coil was found deformed, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to high pacing impedance. Should additional information be received, this file will be updated.

Event description:
Lead was explanted due to high pacing impedance. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.